Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving bupivacaine (20 mg/ml at 3.398 mg/day) and dilaudid (hydromorphone) (10000 mcg/ml at 1699 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient experienced a return of pain after motor stall. The event date was reported as (B)(6) 2017. The hcp gave an extra bolus, but there was no result; the motor was still stopped. The pump was replaced on (B)(6) 2017, and would be returned. Contributing factors to the event were unknown. The issue was resolved, and the patient status was alive - no injury. No further complications were reported or anticipated. It was reported the patient's medical history included "fbss." This was interpreted to be failed back surgery syndrome.

Manufacturer narrative:
Device code (B)(4) no longer applies. Recall and notification with correction number z-0497-2013 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was implanted on 2012 (B)(6). The tracking number would be provided when the shipping process had started. Pump logs were received. The motor stall occurred on 2017 (B)(6) at 02:43, with a recovery on the same date at 14:58.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.